Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent breast augmentation revision with mentor smooth round moderate plus profile 350cc saline breast prosthesis. Right breast prosthesis deflation was diagnosed during physical examination. As a result, the patient underwent removal and replacement with mentor smooth round moderate plus profile 350cc saline breast prosthesis on (B)(6) 2018.

Manufacturer narrative:
Upon receipt by mentor, the device contained no fluid. Brown material was observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, product evaluation observed creases on both aspects. A rent measuring approximately 0.1 cm was discovered within a crease on the posterior aspect. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation concluded that the rent and creases occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the brown material observed. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation concluded that the rent and creases occurred sometime subsequent to the removal of the device from its protective packaging. Per a database query, this is the only reported complaint of deflation against this lot number 6687702. The device history record (DHR) of lot number 6687702 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: under inflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. Manufacturer¿s reference number: (B)(4).